Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- head. No product returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00059. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision due to recurrent dislocations. During the revision, posterior capsule defect and partial gluteus medius tendon tear was noted. The liner and head were exchanged without complications. The stem and shell remain implanted. Attempts have been made and no further information is available.